Event description:
It was reported that when the surgeon was impacting the oxford tibial component,the instrument fractured. The broken piece fell into the wound but it was retrieved. This caused 10 minutes delay in the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The threads of the blue plug are stripped and worn, therefore, it falls out of the impactor. The blue plugs are replaceable and can be ordered. The inferior surface of the handle exhibits surface damage and chipping. That indicates that the inserter was hit in the direction away from the joint while trying to position the tibial implant. This could have exerted force on the posterior foot. The most likely cause of the observed breakage may be the force applied in this direction by the user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was impacting the oxford tibial component, the instrument fractured. The broken piece fell into the wound but it was retrieved. This caused 10 minutes delay in the procedure.